Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. During the deployment of the closure device, the patient became unstable and was acting in discomfort. The closure device was checked for release criteria and after everything was met the device was released in the laa of the patient. Post procedure the patient was no longer able to respond to questions or use their right hand. Imaging showed that there was no effusion or any air visible in the sheath. Neurology staff was brought to the lab as an embolism or stroke were suspected. The patient received a computed tomography scan which showed no clot nor any complication. The patient was monitored overnight. The next day the patient had recovered and was doing well; no other issues were noted. It was suspected that a small air embolism had likely caused a seizure. The patient was not showing any stroke like symptoms. The patient was discharged two days post procedure fully recovered with no lasting clinical consequences. The patient stayed one additional day to be monitored.